Event description:
It was reported that shaft break occurred. The target lesion was located in the right anterior tibial vessel. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. During procedure, the balloon was inflated multiple times without any issue and was removed. However, when the device was used for another procedure, the 018 v18 guidewire was pushing through the balloon catheter shaft instead of tracking the wire shaft. The device was removed and a possible break in the catheter shaft was noted. The procedure was completed with a different device. No material was lost or complications during or after the procedure and no patient complications were reported.